Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due water tightness was lost due to a cut on distal sheath, adhesive on distal sheath had a chip, connecting tube had a wrinkle, bending angle in up direction did not meet the standard value due to wear of angle wire, return angle from bending of the bending section did not meet the standard value due to deformation of bending tube, connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) medical center.

Event description:
It was observed that during the device evaluation, the indication on the connecting tube of the fiberscope had a disappeared area (1mm squared or more). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeled coating on the insertion tube was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿instructions, chapter 3 ¿preparation and inspection¿, section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. Inspection of the endoscope. Visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿. Olympus will continue to monitor field performance for this device.